Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
A parent called and stated that the head of the refill became loose in her daughter's mouth. No injury was reported. Follow-up: the parent explained that the pins came out first, then the spring inside the replacement head, and then the whole spinning head bit came off.

Manufacturer narrative:
22-jan-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
A parent called and stated that the head of the refill became loose in her daughter's mouth. No injury was reported. Follow-up: the parent explained that the pins came out first, then the spring inside the replacement head, and then the whole spinning head bit came off.

Event description:
Passed out cold completely [loss of consciousness], anemic [anaemia], hemoglobin was 8, low hb [haemoglobin decreased], blood pressure low [hypotension], bright red blood with clots- vagina, abnormal vaginal bleeding, bleeding p/v, light spotting bleeding [vaginal haemorrhage], vomited, +vomitus [vomiting], could not stand up [dysstasia], applicator plunger retained in vagina for 5 days, foreign body in vulva and vagina [foreign body in reproductive tract], vagina bruised [genital contusion], tampon applicator inserted, entire applicator did not come out, retained applicator [complication of device insertion], the top part of the applicator splits open and the bottom part that pushes went through the top and out [device breakage], feeling unwell [malaise], lack of energy, mild weakness [asthenia], nauseous feeling [nausea], syncope, fainted [syncope], collapse [circulatory collapse], tachycardia [tachycardia], generalized pallor [pallor], unresponsive to verbal stimulus [unresponsive to stimuli], cold clammy skin [cold sweat], thready pulse [pulse abnormal], dilated pupils [mydriasis], flushed [flushing], absent radial pulse [pulse absent], felt heaviness and pelvic discomfort [pelvic discomfort], regurgitation of food contents [regurgitation], feeling uneasy [feeling abnormal], stomach gurgling [gastrointestinal sounds abnormal], blood urine large [blood urine present], protein urine trace [protein urine present], urine ketones small [urine ketone body present], urine leukocytes trace [white blood cells urine positive], anion gap elevated [anion gap increased], hematocrit depressed [haematocrit decreased], vaginal scraping, questionable traumatic laceration [vaginal laceration]. Case description: a spontaneous report was received via phone on (B)(6) 2019 from a mother stating her 19 year old daughter used l. Tampons compak super non deodorant 30ct beginning on an unspecified date, and a piece of the applicator from the tampon inserted on (B)(6) 2019 did not come out and stayed in her for 5 days. Her daughter thought she had finished her cycle. On (B)(6) 2019, while on a cruise, she felt something in her vagina; it was the plastic bottom part of the applicator which was then removed. Within 30 minutes of removing the applicator piece, her daughter started to bleed bright red blood with clots and could not stand up. She vomited and passed out cold completely. The ship's 911 line was called, and she was given intravenous fluids because her blood pressure was low. The doctor on the ship said the plastic was blocking the blood and clots formed, and it was all coming out. She bled for 3 hours, and was given intravenous tranexamic acid to stop the bleeding. She spent the night in the cruise ship medical area, and was released to her room on (B)(6) 2019. She experienced light spotting bleeding on (B)(6) 2019. The mother reported she was anemic; her blood count hemoglobin was 8 on (B)(6) 2019 with normal being 11-16. She reported her hemoglobin level was still only 9. Her daughter would have to start taking iron pills next week, and she was taking the oral antibiotic cipro. She saw an ob gyn doctor on (B)(6) 2019 who said her vagina was bruised and scratched. The mother reported she opened the tampons from the box her daughter used and pushed the applicators to release the tampons. She described that the top part of the applicator split open and the bottom part that pushes went right through the top and out. She reported she had used a container of l. Tampons previously with no issues. Event outcomes at the time of the report: passed out - recovered; anemic - not recovered/not resolved; hemoglobin was 8 - improved; blood pressure low - recovered; bright red blood with clots - recovered; light spotting bleeding - recovered; could not stand up - recovered; vomited - recovered; retained applicator in vagina - recovered; vagina scraping - not recovered/not resolved; vagina bruised - not recovered/not resolved. The case outcome was improved. Allergy/intolerance: none. Concomitant product(s): none reported. No further information was provided. On (B)(6) 2019 product investigation results: no manufacturing cause identified based on investigation. On (B)(6) 2019 follow-up via letter from mother, and medical record from cruise ship medical center: the mother reported her daughter immediately began feeling unwell when departing on the cruise ship on (B)(6) 2019. In the ship's medical center on(B)(6) 2019 admission and observation were advised, instead she wanted to wait for her own physician. The daughter was instructed to drink plenty of water, report any new complaints and quantify bleeding by using pads. She was urgently attended to in her cabin on (B)(6) 2019 then rushed to the medical center and admitted for treatment where she was stabilized and discharged that night in a wheelchair. She had a follow-up appointment on (B)(6) 2019 and experienced a lack of energy and nauseous feeling for the remainder of the trip. Medical center triage notes: the patient attended the cruise ship medical center on (B)(6) 2019 for chief complaint of persistent vaginal bleeding. A call had been placed for a guest who needed medical assistance. A cabin visit by nurse found the patient seated on the toilet attended by family members. The patient was unresponsive to verbal stimulus, and had generalized pallor, cold clammy skin, thready pulse, dilated pupils, and bloody towels on the bathroom floor. She was transferred to the cabin floor, positive for vomitus. Both feet were elevated, and patient became responsive and awake. Blood pressure 80/50 mmhg, and pulse rate 104. The medical team arrived. 1 liter normal saline bolus was administered, blood pressure increased to 90/60 mmhg. Patient was transferred by gurney to medical center and admitted to ICU. History of present illness and exam: parents called 911 because of bleeding p/v. Nurse at scene found 19 year old female with profuse bleeding p/v who suddenly collapsed after feeling flushed in the washroom with absent radial pulse. She was made to lie down in the cabin. She became conscious after 10 seconds, and had regurgitation of food contents. Last menstrual period was (B)(6) 2019. She had 4 days period and forgot to remove the plastic part of the organic tampon (stayed inside for 2-3 days). She felt uneasy with some heaviness and pelvic discomfort and was taking azo to reduce her complaints. Removal of the plastic part was followed by clots of blood and profuse bleeding. She then felt flushed and fainted with syncope. Advised IV fluids-normal saline IV bolus stat, tranexamic acid 1 gm IV slowly stat (given as ordered), ibuprofen 400mg three times daily for 3 days, pantoprazole 40mg IV stat (given as ordered), and ondansetron 4mg IV stat (given as ordered). Pelvic exam non-tender with slight discomfort. Patient has blood clots in the vaginal region with left sided small questionable traumatic laceration but not clear because of clot. EKG findings showed normal sinus rhythm. Tachycardia suggests blood loss but class 1. Differential diagnoses: abnormal uterine and vaginal bleeding, unspecified; foreign body in vulva and vagina. Final diagnosis: syncope and collapse. At discharge, the patient was hemodynamically stable. She was discharged to cabin with instructions to rest and drink plenty of water and juices. Clinic follow-up: on (B)(6) 2019 the daughter is conscious and oriented with no active complaints. She says that she has mild gurgling in the stomach, does not have any bleeding and is fine. Per nursing notes, patient is conscious, coherent and ambulatory with mild weakness. The patient was given a prescription for cipro 500mg tablet twice daily for 10 days. Nursing addendum on (B)(6) 2019 stated patient arrived for notes. She looked fine with mild pallor. Her chest was clear, abdomen normal, and bp was 105/65. She was advised to consult her doctor for low hemoglobin and take iron supplements. Laboratory results: on (B)(6) 2019: blood pressure measurement: 80/50 mmhg (depressed); 90/60 mmhg (normal); 100/75 mmhg (normal); 103/62 mmhg (normal) - blood urine: large (abnormal) - electrocardiogram: normal sinus rhythm - hematocrit 34.8 percent (depressed) - hemoglobin: 11.3 g/dl (depressed) - heart rate: 104 beats per minute (elevated); 97 beats per min (normal); 96 beats per min (normal) - pregnancy test: negative - protein urine: trace (abnormal) - urine ketone body: small (abnormal) - urine leukocyte esterase: trace (abnormal). On (B)(6) 2019: anion gap: 17 mmol/l (elevated) - blood pressure measurement: 114/71 mmhg (normal); 100/65 mmhg (normal) - hematocrit: 28.38 percent (depressed); 29 percent (depressed) - hemoglobin 9.24 g/dl (depressed); 9.9 g/dl (depressed) - heart rate: 120 beats per min (elevated); 103 beats per min (elevated). On (B)(6) 2019: blood pressure measurement: 105/65 mmhg (normal). The following event outcomes were recovered: feeling unwell, lack of energy, nauseous feeling, syncope, collapse, unresponsive to verbal stimulus, cold clammy skin, thready pulse, dilated pupils, flushed, absent radial pulse, heaviness and pelvic discomfort, regurgitation, and feeling uneasy. The following event outcomes were unknown: tachycardia, pallor, stomach gurgling, blood urine large, protein urine trace, urine ketones small, urine leukocytes trace, anion gap elevated, hematocrit depressed, and vaginal laceration. The case outcome remained improved.

Manufacturer narrative:
Product has not been returned from the reporter. A valid production code has been provided by the reporter. No failure could be identified as a result of the investigation.